Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the mdr01 medwatch report. Further review of the device activity logs determined that the device detected a critically low battery voltage message. The end user pulled and reinserted the battery. The unit reset itself many times and shut down. The user then replaced the battery on 8/13/2020. There were excessive power up events found within the logs. Each clinical start, battery insert and configuration mode caused the device to perform a 200 joule test. The excessive power ups depleted the battery until it could no longer power on the device. The device performed to specification, the excessive power ups prematurely depleted the battery. No batteries were returned as part of this investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages indicating the customer's report. The device was put through extensive testing including full functionality testing and on/off current testing without duplicating the report. The main board was scrapped and replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.